Manufacturer narrative:
Balloon burst confirmed. All pieces accounted for. The device was being used off label for aortic valvuloplasty. This product is only indicated for pulmonary valvuloplasty and the physician was using it for aortic valvuloplasty associated with a tavi procedure. Multiple requests for more information have been sent to the distributor, but no further information has been received.

Event description:
As reported to numed (B)(4) from the (B)(4) distributor - "patient to the tavi: the aortic valve was moderately calcified in valvuloplasty of the usual kind. The insufflation was not maximal and led to the bursting of the balloon. A piece of the balloon remained in the patient, but could then be removed. The wire had to be cut. The situation was life-threatening for the patient."